Event description:
It was reported that a spectrum pump constantly states close door when door is closed. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was experienced during evaluation after loading a set. The messages were found to be caused by a failed hook switch on the lower auxiliary assembly. The failed lower auxiliary assembly was replaced.